Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported "battery assy defect" and battery has run out in the pump" noticed when batteries were changed on pump before entering therapy. No add'l info was provided. No adverse event or delay in therapy were reported. This is not a reportable malfunction. However, during verification testing at the svc ctr leakage was noted from the disposable batteries in the battery compartment of the device.